Event description:
A pt was implanted with the freehand system hand grasp neuroprosthesis in 1996. In 2001, the pt reported that the device was not operating properly, as there was no hand stimulation. One day after event date, the external control unit was replaced and some stimulation was restored. However, the stimulation was intermittent and did not produce a grasp. The external system components are believed to be functioning properly, and malfunction of the implantable receiver - stimulator is suspected. Additional testing is being scheduled. Follow up information will be provided when available.